Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated received the se 2240 after connected to machine and went into initial drain. The hp stated that drain line clamp (y sample port clamp) was left opened. The technical service representative (tsr) advised only lines with clamps being used for therapy should be open. The tsr advised the hp to start over with new supplies and contact the registered nurse (rn) about possible introduction of air in the lines. The hc was operational. The samples are unavailable for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the initial drain stage. The disposable set was not returned to baxter and there was no report of issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Although the home patient stated that drain line clamp (y sample port clamp) was left opened, leaving the sample port clamp open is not a known the cause of this alarm. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.